Event description:
The user facility reported while performing nasal osteotomies the instrument cutting edges were blunt and not cutting right. There were four patients that their bones were broken into pieces due to this product and the doctor had to use force to cut the bone. He received reports from the patient was complaining about the bone. It should be noted that the doctor would not give us any other information on this until he hears from the patient. Requested patient outcome. Response: yes, of course we can, just in case that¿s needed, and as of now there¿s no problem.

Manufacturer narrative:
Investigation ongoing. Related to 0001920664-2026-00044, 0001920664-2026-00045, and 0001920664-2026-00046.